Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty shield on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code: drt. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not recognize the multi-function cable attached and failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.